Event description:
It was reported that the implant at tooth site # 2, that the patient requested removal of implant. She thinks they were causing swelling thru her body. Symptoms as a result of the event: inflammation. Per indicated:surgical/medical intervention required for permanent damage: no. Additional appointment required: no.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient weight unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Tapered screw-vent implant was returned for investigation. Visual evaluation of the as returned implant identified signs of use (dried bone/blood residue) and some damages possibly sustained during removal. Damage observed on returned implant due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed for the reported failure (medical other: body inflammation). However, measurements were taken, the device was determined to be within design specification no pre-existing conditions were noted/reported. The reported device had been placed for approximately 5 months. X-ray & picture evaluation: none provided. Appropriate documentation was reviewed. DHR review for the lot had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/nonverifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.